Manufacturer narrative:
It was reported that a patient experienced electrical faults on (B)(6) 2014. A manufacturer's representative traveled to the site and performed a cleaning procedure on (B)(6) 2014. The device was not returned for evaluation as it remained implanted, however, the manufacturer representative reported contamination (a greenish substance) was evident within the connector. The backup controller was inspected on site and the pins were deemed cleaned, therefore it remained with the patient was the backup controller. The root cause for the reported "electrical faults" was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The manufacturer has an open internal investigation to evaluate the presence of foreign material within the connector. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Field technical bulletin gr00240 details that care should be taken, both during the implant process and post-implant, to ensure no foreign material enters the connection between the driveline and the controller. If foreign material contaminates this connection, "electrical fault" alarms may occur on the controller. To prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4) dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4). Controller - (B)(4) - expiration date: 10/31/2014 - device manufacture date: 10/01/2013. (B)(4).

Event description:
It was reported from the site that a patient had experienced electrical faults on (B)(6) 2014. A manufacturer's representative traveled to the site on (B)(6) 2014 to inspect the driveline. The electrical faults were reproducible upon manipulation and visual inspection revealed a small amount of dry green/yellow substance. The manufacturer's representative performed a cleaning procedure per specifications completing two cycles. The total amount of pump off time was approximately one (1) minute for the first round and 1:10 for the second round. There was no patient injury as a result of this event.